Event description:
It was reported that the customer had low blood glucose levels of 32 mg/dl. The husband of the customer requested assistance priming the insulin pump since the customer was new to the insulin pump. The customer declined to troubleshoot the low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.